Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the pcb main assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit for service. Description of failure: alarm code 3. The user exchanged the handpiece several times and the generator sometimes shows handpiece error. They suspect the unit is damaged as the handpieces are working ok with a different generator. No further info is available. No reported pt consequence.